Event description:
Device report from synthes (B)(6) reports an event from (B)(6) as follows: it was reported there was a material failure. More precise information is not known. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Exact treatment unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed on 1/17/2014 and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It was further reported that the distal femur plate broke. This is report 1 of 4 for this complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: based on the topography of the fracture surface, we can conclude that the liss-df plate was subjected to high dynamic loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the liss-df plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Contact name changed to (B)(6).